Manufacturer narrative:
See scanned pages.

Event description:
Thoracotomy wedge biopsy. Plc60 was loaded with plcr60g reload was fired and pc displayed "firing incomplete". Malformed staples were observed. Another device was used to complete the case.